Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that it was unclear when the overdischarge (od) occurred but the patient stated several months ago they saw another representative in (B)(6) where a trickle charge was done. Then, a few months later, the issue happened again. When the patient was seen by the current representative they could not get the ins battery on. Troubleshooting included 2 trickle charge events (times unknown). There were no complications or that no further complications reported or anticipated.

Manufacturer narrative:
Based on additional information received, the previously reported eval code-conclusion of (B)(4) no longer applies to the event. (B)(4) now applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported the implantable neurostimulator (ins) was overdischarged so it was going to be replaced on (B)(6) 2017. It was noted the rep. Didn¿t have time to report the overdischarges so they were going to report further information later. Relevant medical history includes non-malignant pain.